Event description:
It was reported that during a coronary stenting procedure a stent damage occurred. Vascular access was gained via the femoral artery. The target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). The lesion was noted to have a significant bend >45 and <90 degrees. Pre-dilation was performed with a non bsc balloon. A 3.00 x 20mm liberté stent delivery system was used for treatment. During insertion, the complaint device could not advance to the target lesion and stent strut damage occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Correction: device lot number: from 15582433 to 14955199. Device expiration date: from 10/04/2015 to 01/12/2015. Device manufactured date: from 10/08/2012 to 01/17/2012. Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent in the original inner pouch which was inside a shelf box. There was blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The first two proximal rows of stent struts were flared, overlapping and bent and the first two distal rows of stent struts were overlapping. There were multiple kinks on the shaft. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting procedure, a stent damage occurred. Vascular access was gained via the femoral artery. The target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). The lesion was noted to have a significant bend >45 and <90 degrees. Pre-dilation was performed with a non bsc balloon. A 3.00 x 20mm liberté stent delivery system was used for treatment. During insertion, the complaint device could not advance to the target lesion and stent strut damage occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.